Event description:
The user facility reported that the involved device needle was broken. No adverse event was reported. The procedure performed was a sublicade injection. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The actual device is not available for return, therefore the details of the actual condition of the sample as was unable to be determined. Since the lot number is unknown, no evaluation was performed. A total of seven (7) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified related to our product and production process. Representative samples of sg3+1816 were subjected to a simulation through manual cannula bending test using rubber cork was conducted on the retention samples showed the needle did not break even after 40x bending which indicates that our needles have high resistance to breakage. The device failure was unable to be confirmed since the actual sample was not returned. Retention samples and lot history files were not checked since the complaint lot number is unknown. The root cause of the complaint could not be identified to be related to our production or manufacturing process. Our cannula is supplied with raw material that complies with iso 9626, particularly on stiffness and breakage. We have a series of inspections from the needle assembly process to the outgoing process that check the conditions of the safety needles. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.